Event description:
Nqwmi - 4 taxus stent placed (2 to rca, 2 to lad). Readmitted 5 days later with recurrent mi, distal rca stent completely thrombosed. No repeat intervention because pt had good collaterals & good lv wall motion & ef. Dc home.